Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing pain at their ipg site due to the size of their ipg. As a result, the patient's ipg was explanted and replaced (with a different model). The physician also implanted the replacement ipg in a new location to address the issue.